Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with o2 device failed error. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Failure analysis on the returned gas deliver system (gds) shows that the customer complaint was caused by foreign debris in the oxygen valve solenoid (lot code: 12/43) which caused the unit to leak. Cleaning the customer returned oxygen valve solenoid corrected the failure with this unit.

Manufacturer narrative:
The field service engineer replaced the gas delivery system to address the reported issue.